Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
(B)(6). In spinal surgery, the fixed screws of the drill handle fall off (the first use of the new product) and fall into the body. The surgeon and nurse in operation room look for more than an hour in the body, finally found it in the suction filter.

Manufacturer narrative:
According to the provided information, screws fell off the handpiece during a spine surgery and into the patient. They could be found in the suction filter. The investigation was carried-out by the aesculap technical service. The handpiece was manufactured in 2017 and is a purchase part. During the investigation, it has been ascertained that the two screws which came lose have no correct seating. During the further disassembly, no glue resides could be found at th thread of the screws. Both screws should be backed with loctite. A review of the device history records must remain incomplete due to the fact that this is a purchase part. No further complains regarding the same failure pattern are registered in our system. The failure is most probably manufactured related to supplier. Investigation, no glue residues could be found on the thread of the two loosened screws. We assume that the gluing failed during the manufacturing process. On glue residues could be found on the tread of the two loosened screws. We assume that the gluing failed during the manufacturing process. On the basis of the statistical evaluation, and after contacting the supplier, that is most likely an individual failure. There is no indication for a systematical failure. The handpieces on stock have been checked and found to be according to the specification. All screws were fixed with glue. The failure rate is within the risk analysis and therefore acceptable.